Manufacturer narrative:
An event of device migration, device malposition, heart block, hypotension, and improper or incorrect procedure or method was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient's right bundle branch block (rbbb) was pre-existing, the implant depth was -1mm from the non-coronary cusp (shallower than the recommended 3mm), and the implant depth was chosen in consideration of the patient's concern about a permanent pacemaker. No information regarding intra-procedural difficulties, annular calcium distribution, or deployment or retraction difficulties was received. Based on all available information, the reported device malposition is due to procedural conditions (patient concern with permanent pacemaker). A cause for the reported device migration could not be conclusively determined. It is possible that implant depth or other procedural conditions contributed to this event. However, this cannot be confirmed. A cause for the reported hypotension could not be conclusively determined. It is possible that it is related to the device migration. However, this cannot be confirmed. The reported heart block appears to be related to patient condition (pre-existing rbbb). The reported improper or incorrect procedure or method is related to the user snaring the device after deployment. The user was aware of the warning, and this violation did not cause or contribute to the reported issues. Therefore, a letter will not be sent to the account to address this deviation.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 23mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. The patient had a pre-existing condition of a right bundle branch block. The diameter of the annulus was measured at 19.2mm. During the procedure, it was noted that two re-sheaths were performed to adjust the placement of depth. The decision was made to deploy the device at a non-coronary cusp (ncc) depth of -1mm. It was observed that when the valve capsule detached, the device migrated upwards from the annulus. The device was snared and positioned between the ascending aorta and aortic arch. An additional non-abbott device was implanted. The patient presented with hypotension. The patient status was stable.